Event description:
It was reported to philips that the system was unable to boot. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. To resolve the issue, fse restarted the system multiple times. After multiple restarts, the system was returned to use in good working order.